Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with high blood glucose. The customer stated that their blood glucose had went up to 300-400 mg/dl. They treated with the insulin pump and got the blood glucose to go down to 200 mg/dl but they could not get their blood glucose under control. They had reverted to their back-up insulin pump. Their blood glucose had been normal since they had changed insulin pumps. The customer¿s current blood glucose was 201 mg/dl. Troubleshooting was performed. The insulin pump¿s settings were programmed correctly. They did not have any bent infusion set cannula. The bolus history displayed all entries based on their recollection. Due to the customer¿s request, the device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.